Event description:
It was reported by the user site that on (B)(6) 2026, during use of a 3dimensions mammography system, the system generated an error that persisted after reboot. The user site also reported that while positioning the c-arm, the gantry moved downward on its own. The event occurred during a patient exam. No patient or user injuries were reported. A hologic field service engineer (fse) was dispatched to investigate the device. During the investigation, the fse was able to reproduce the issue and determined that the left foot switch associated with c-arm movement was sticking. Both foot switches were replaced and functional testing was performed. Following the repair, the system was returned to service and verified to be operating according to manufacturer specifications. No further information is currently available.